Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a health professional of did not wear a mask and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter india technical service, the following was reported. On an unreported date, the patient did not wear a mask, which caused peritonitis on (B)(6) 2012. On an unreported date, the patient was treated with injectable fortum 1 gm intraperitoneally (ip) for 14 days in the night dwelling, injectable vancomycin 1gm intravenous (IV) on the 1st, 4th, 7th, and 14th day of treatment and injectable tobra 80mg for 14 days (route not reported). The patient was not hospitalized for peritonitis. Dianeal therapy was ongoing. The outcome of the peritonitis event was not reported. It was not reported if the patient was retrained on aseptic technique. The health professional stated the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient described as patient did not wear the mask before starting peritoneal dialysis. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.